Manufacturer narrative:
(B)(4).

Event description:
The patient had full system explant due to infection at the generator site which developed following generator replacement. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution and was hp sterilized. Device return and evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.